Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during ventilation, the unit alarmed with tf249011 (dsc setup configfile error).